Event description:
After using a chemoclave® bag spike with additive port dry spike, small particles were reported with some specific ch-72 vial spikes for compounding busulfan. The solution was infused through the ch-12 adapter into the final bag. There was no report of any human harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. The customer provided a possible lot number as follows: 14640718 (manufacture date 11/10/2025 and expire date 10/01/2030).